Event description:
It was reported the gastrointestinal videoscope auxiliary channel is clogged. The issue was found during device reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle appeared to be a solid plastic material but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to an observed leak in the scope cover, proper reprocessing may not have been possible; user handling/mishandling may also have contributed to the issue. The issue may be detected/prevented by following the instructions for use sections below: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.